Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the pcba (printed circuit board assembly) main board and installed the suspect component in a known good unit. The carefusion fa rep reported the main board came up with vent inop (inoperable) errors and events log recorded multiple xdcr (transducer) faults. The carefusion fa rep determined the root-cause to be transducer faults and above are known issues that are being corrected internally.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the vela ventilator was displaying transducer (xdcr) fault. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement. The customer reported that they replaced the main printed computer board (pcb) and was able to repair the issue.